Manufacturer narrative:
Additional information was received, the event occurred during patient use, there was unknown of any adverse patient health effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed a high-pressure alarm occurred during operation. Functional testing was performed, and the reported issue could not be replicated; however, the issue was confirmed in the event history logs. The root cause was determined to be a possible defective downstream occlusion (dso) sensor or cassette product. No repair was performed per customer request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm that would not stop, even when the battery was removed. It was unknown if there were any adverse patient effects.